Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center.

Event description:
It was reported to philips that the device had a cracked paddle set. There was no patient involvement.